Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the t-link program failed to open. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.